Event description:
It was reported a 10mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure procedure. The user reports the original procedure plan was to close the defect using two occluders. During the procedure, the 10 mm amplatzer septal occluder presented with a cobra deformation. The device was removed and exchanged with a new, 30mm amplatzer cribriform occluder. The event did cause a delay but there was no consequences to the patient. The patient did remain stable throughout the procedure. No additional information has been provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a 10mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure procedure. The user reports the original procedure plan was to close the defect using two occluders. During the procedure, the 10 mm amplatzer septal occluder presented with a cobra deformation. The device was removed and exchanged with a new, 30mm amplatzer cribriform occluder. The event did cause a delay but there was no consequences to the patient. The patient did remain stable throughout the procedure. No additional information has been provided.

Manufacturer narrative:
An event of device deformation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.